Manufacturer narrative:
One 72201782 biosure ha 9mm x 30mm device used in treatment was not returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. An exact root cause cannot be determined with confidence however; factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instructions for use states: ¿use in pathological conditions of bone, such as tumors, severe osteoporosis, and skeletal immaturity, may impair the ability to securely fix or anchor the device¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no complaints of this failure were found. Mimb review. Assess severity of complaint case to determine if additional actions and further inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further recommendations from the medical director/designee. Mimb closure - reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. (B(6) and/or (B)(6), medical director a review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information, surgical procedure/post-operative care review, device labeling (including technique guides, ifus, etc.) This complaint from south africa reports, ¿that after an acl reconstruction performed on (B)(6) 2019, the patient experienced a reaction to the biosure ha screw. The infected area was drained and the drainage specimens were sent to the lab for histology culture. The screw was explanted.¿ the product analysis did not find an exact root cause for this occurrence. ¿there were no indications that would suggest that the device did not meet product specifications upon release into distribution¿ no clinical/medical documentation was provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. The impact to the patient beyond the discomfort of the reaction and the removal surgery cannot be determined. In conclusion, the root cause of this patient¿s reaction to the biosure ha screw cannot be concluded. It could be an individual sensitivity. This was not a product failure.

Manufacturer narrative:
H10: roi: one 72201781 biosure ha 9x25mm screw used in treatment, was returned for evaluation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. The explant was in very good condition, there was no apparent damage. At this time, there is no objective evidence to suggest a direct link between the post-operative condition and product used during the procedure. Per IFU: ¿use an appropriate size tap to pre-tap the insertion site prior to screw insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. There was no evidence to suggest the product did not pass requirements upon release for use. No root cause related to the manufacturing of this device was confirmed. Product met specifications upon release to distribution. No further investigation warranted at this time. This complaint from south africa reports, ¿that after an acl reconstruction performed on (B)(6) 2019, the patient experienced a reaction to the biosure ha screw. The infected area was drained and the drainage specimens were sent to the lab for histology culture. (Results not provided) the screw was explanted and returned for examination. The product analysis did not find a root cause for this occurrence. A batch review did not indicate a condition, product or procedure failure that supported the allegation. There was no evidence to suggest the product did not pass requirements upon release for use. No root cause related to the manufacturing of this device was found. The product met specifications upon release to distribution. No clinical/medical documentation was provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should more information become available this complaint can be re-assessed. The impact to the patient beyond the discomfort of the reaction and the removal surgery cannot be determined. In conclusion, the root cause for the revision of the biosure is the reported infection and reaction to the screw. Its not understood if the reported ¿reaction¿ is to the infection or if the complaint is stating that there is an additional reaction to the screw. A patient reaction to the biosure ha screw cannot be concluded. It could be an individual sensitivity. If infection or foreign body reaction this was not a product failure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that after an acl reconstruction performed on (B)(6) 2019, the patient experienced a reaction to the biosure ha screw that had implanted on the tibial side. The infected area was drained and drainage specimens were sent to the lab for histology culture. The screw was explanted. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.